Manufacturer narrative:
Common device name: additional: lje catheter, nephrostomy; gbo catheter, nephrostomy, general & plastic surgery. Procode: additional product codes: lje, gbo. PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported that the upon opening the package of a ultrathane mac-loc locking loop biliary drainage catheter the device was noted to be "tortuous." The catheter was required for biliary drainage and was used with the supplied flexible stiffener. The user noted accordioning of the catheter shaft near the hub but elected to attempt placement. However, the catheter would not advance to the target location. After repeated attempts, the device was replaced and the procedure was completed with an additional product. The device was returned to cook on 31oct2022 and preliminary analysis noted the flexible stiffener could not be removed from the catheter, thus prompting this report. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: on 20oct2022, cook medical inc. Received a complaint from a representative at the (B)(6), located in the (B)(6). It was reported that upon opening the package of an ultrathane mac-loc locking loop biliary drainage catheter (rpn: ult8.5-38-40-p-32s-clb-rh; lot number: 14049325), the near end of catheter was found to be "tortuous". The catheter was required for biliary drainage and was used with the supplied flexible stiffener. The user noted accordioning of the catheter shaft near the hub but elected to attempt placement. However, the catheter would not advance to the target location. After repeated attempts, the device was replaced and the procedure was completed with an additional product. The device was returned to cook, and it was also noted the flexible stiffener could not be removed from the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned complaint device, were conducted during the investigation. One opened, used device was returned to cook for evaluation. The catheter did not exhibit damage. The catheter was returned with the supplied flexible stiffener partially inserted extending out from the mac-loc. After manipulating the distal tip of the catheter, the blue flexible stiffener was able to be removed from the mac loc catheter. Measuring from the distal end of the hub kinks were noted in the blue flexible stiffener 6.8cm 10.2cm 12.8cm 32.1cm 50cm. A dissection of the catheter was performed, verifying the i.d. Was within specification. Additionally, the o.d. Of the flexible stiffener was measured also confirming to be within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14049325 and the related subassembly lots revealed no related non-conformances. To date, a further search of our database records discovered no additional complaints received from the provided lot. Since there is objective evidence the DHR was fully executed, and there are no other lot-related complaints from the field. Cook medical has concluded there is no evidence that non-conforming product exists in house or in the field, and that the device was manufactured to current specifications. Cook also reviewed product labeling. The IFU, [t_multi2_rev1] ¿multipurpose drainage catheter," packaged with the device contains the following in relation to the reported failure mode: "precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook medical has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.